Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 455 mg/dl, 315 mg/dl, 265 mg/dl, 168 mg/dl, and 168 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.